Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. Visual inspection and functional testing were performed and did not duplicate the alarm. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.